Event description:
It was reported that there was possible premature battery depletion. The device had also experienced an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed the device had no telemetry and no output. The device lost telemetry and function due to battery depletion. Further analysis did not find any anomalies within the device or the hybrid. The cause of the battery depletion could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.